Event description:
Clinic notes dated (B)(6) 2012, revealed that the patient has a history of cardiac arrhythmia. Additionally, it was noted that the patient was experiencing left chest pain (relationship not reported). The physician has recommended that the patient follow-up with the cardiologist for an EKG prior to undergoing generator replacement, for which is being reported in manufacturer report #: 1644487-2012-03152. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Relevant tests/laboratory data, including dates: the initial report inadvertently reported the system diagnostic results incorrectly.